Event description:
It is reported that trochanteric fixation nail (tfn) revision surgery took place on (B)(6) 2013 due to patient infection in the hip. The hardware was removed, antibiotic beads were placed in the patient, and a new tfn nail and implants were inserted. There were no delays, and the removal and revision went smoothly. Surgery was successfully completed. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Original implant date: unknown date in (B)(6) 2013. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.